Event description:
It was reported by the user facility medwatch that the patient began experiencing pain in the right leg approximately three months post op. It was also reported that the x-rays showed "retropulsion of right implant and dislocation of the left implant". The patient reportedly underwent an additional surgery to remove the implants. No other complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Explant device pictures were reviewed. They show that implants appear to be intact with no visible damage outside of normal wear from use. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.